Manufacturer narrative:
The noise and prolonged procedure allegations could not be confirmed, the baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable pulse generator (pacemaker) was unable to be successfully implanted as it was showing noise on the atrial lead channel. No noise was showed on the analyzer or the right ventricular (rv) port with either right atrial or rv lead inserted to test. This device was returned for analysis and no adverse patient effects were reported.